Event description:
As reported, the plug of a 6f¿7f mynxgrip vascular closure device (vcd) was exposed externally. Manual compression hemostasis was applied. The sealant was not deployed to the proper location and then dislodged.. There was no reported patient injury. The procedure was performed using a retrograde approach. No obvious device or packaging damage was observed prior to use. One device was used. The introducer sheath manufacturer, model, and french size were unknown. Angiography confirmed suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. Vessel diameter was confirmed to be =5 mm, and there was no obvious calcification, plaque, stent, or >50% stenosis at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to device use. The device was used in an interventional procedure in the femoral artery. Manual compression was applied for less than 30 minutes. The device was removed from the package by holding the handle. The shuttle handle was not displaced. The sealant sleeve was out of position, and the sealant was exposed while removing the device from the package. The advancer tube was not held in place while removing the balloon from the access site. There was no shallow vessel depth. The physician was certified to use the device. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.